Manufacturer narrative:
Batch review performed on 28 october 2025 reverse shoulder system 04.01.0121 humeral reverse hc liner d 36/+6mm (k170452) lot. 2501309: (B)(4) items manufactured and released on 17 april 2025. Expiration date: 03 april 2030. No anomalies found related to the problem. To date, 27 items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0278 sensitin lat. Glenosphere 36xd 24.5 (k203755) lot. 2012762: (B)(4) items manufactured and released on 18 march 2021. Expiration date: 08 march 2026. No anomalies found related to the problem. To date, 32 items of the same lot have been sold with a similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient initially underwent primary shoulder surgery using a competitor & rsquo, s products. On (B)(6) 2025, a revision was performed with medacta implants. On (B)(6), 2025, the patient presented with pain due to a dislocation of unknown cause. Revision surgery was performed to enlarge the glenosphere, metaphysis, and liner to enhance joint stability. The surgery was completed successfully.